Manufacturer narrative:
The address of the initial reporter is not fully stated in due to limitation on characters. Please see the entire address of the initial reporter below: (B)(6).

Event description:
Radiometer was notified on a customer complaint by the matériovigilance department. On (B)(6) 2018 in the emergency reception department at hopital (B)(6), the customer experienced that the needle shield of a safepico70 sampler failed to work. A carton of 100 samplers from the same lot (bq-56) was quarantined.

Manufacturer narrative:
No issue was identified during the investigation of the production documentation and a check of the reference samplers. A total 34 of the defective samplers returned to radiometer were inspected and it was concluded that the safeguard worked correct. The reported issue is, however, known in the production. A CAPA investigation has indicated the potential root cause to be related the label of the device during the manufacturing process. The following counter measures have been identified: - a new label with a modified top coat material are in the progress of being implemented. - a new cleaner has been introduced in the production. - the work instruction in the production has been updated. It is recommended for similar incidents to gently twist the cylinder within the shield before activating the needle shield.